Event description:
The customer reported that they witnessed sparking from their transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer was contacted regarding the return of the product and for add'l info regarding the issue. Contact was unsuccessful. Should add'l info or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for eval/ investigation at this time. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.